Event description:
It was reported that the patient had a backup battery fault alarm on (B)(6) 2024. The cause of the backup battery fault was unknown. The backup battery fault resolved after a controller exchange was performed.

Manufacturer narrative:
D4 - device serial number was requested but could not be provided. Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via log file analysis. A review of a submitted log file contained data spanning approximately 6 days ((B)(6) 2024 ¿ (B)(6) 2024 per timestamp). On (B)(6) 2024 at 11:15:40, a backup battery fault was captured; however, the fault did not appear to be active long enough to activate an auditory/visual signal. The fault resolved on its own. The fault did not affect the controller¿s ability to operate the pump at the set speed. The heartmate ii system controller (s/n: unknown) was not returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and backup battery fault alarms. The heartmate ii patient handbook, rev. C, section 10 ¿safety checklists¿, instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Heartmate ii instructions for use, rev. C, section 2 ¿ ¿system operations¿ explains how to replace the system controller backup battery. Additionally, section 5 ¿ ¿surgical procedures¿ explains how to install the backup battery in the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the system controller being unknown. No further information was provided. The manufacturer is closing the file on this event.